Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3b: gender: requested, not provided. A4: weight: requested, not provided . A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lead tech. A review of the device history record of the product code/lot # combination was conducted with no findings. One (1) 6fr angioseal device was returned to terumo medical corporation for product evaluation. The returned device included the hemostasis sheath, locator, and packaging. The device was visually inspected and found to have been in unused condition. The locator and hemostasis sheath were assembled, and the sheath was found to have been fractured. The component was also able to be broken in a manner which is consistent with embrittlement due to light exposure. The complaint was confirmed for a sheath breakage due to light exposure. The likely cause was determined to have been improper storage as the device was broken in a manner which is consistent with embrittlement due to light exposure. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea). This report is for the first device reported, for the second device reported that was used on the same patient see MDR 3013394970-2024-00352 and for the third device that was used on the same patient see MDR 3013394970-2024-00353.

Event description:
This report became reportable based on the evaluation of the returned device. The user facility reported that when preparing the introducers with the arteriotomy indicator, the introducers are rotated in their distal portion. This occurred on three repeated occasions with different angio-seals from the same batch. There was no patient injury. Additional information was received on 20jun2024: the three angio-seals were used in the same case. The doctor tried to replace the product however the three angio-seals failed. Finally, the doctor used another batch number to complete the surgery. No patient injury occurred with damage noted. No fragments went into patient anatomy. Additional information was received on 01jul2024: the terumo medical associate made an observation and recommendation regarding the storage and artificial light exposure of the product. This facility has pixy equipment, so it was recommended to turned off the light of the pixy or leave it in the box to protect the devices from light exposure.